Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully mishandled at an extreme angle during use, damage such as kink and subsequent fracture may occur. Further evaluation of the returned velocity revealed a kink. This damage was incidental to the reported complaint and may have occurred due to forceful mishandling during use at an extreme angle or packaging of the device for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat m2 occlusion using red 62 reperfusion catheter (red 62), a velocity delivery microcatheter (velocity), and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed first pass successfully. Then during the second pass the physician had difficulty advancing the velocity within the red 62. After the second pass, while retracting the velocity, the physician noticed the mid-shaft of the velocity was broken into two parts, but it was still intact with a small piece of metal. Therefore, the velocity was removed. The procedure ended successfully at this point. There was no report of an adverse effect to the patient.